Manufacturer narrative:
A visual examination found that the strap, tripwire, spool, suture, and ligator head were returned for analysis. There was residue present on the device which is indicative of use. An examination of the ligator head found all seven bands to be present, the suture was partially pulled from under the bands and the teeth were damaged. Further evaluation revealed that the tripwire was found to be cut and removed from handle injection septum. The suture, which returned intact, was attached to the tripwire loop, but the two were tangled in such a manner that releasing them would have led to further device damage. The trip wire was not cinched in the handle slot however; slight indentations were found in the groove of the spool, which is an indication that the tripwire may not have been cinched properly, ultimately creating slack in the wire. Additionally, the trip wire was not wound around the handle spool. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that all seven bands remained on the ligator head but the suture had been pulled from under the bands and the ligator teeth were damaged. Although the trip wire was not secured, it appears the trip wire was secured at some time prior to receipt however; the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05631 and 3005099803-2012-05632 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an evl (endoscopic variceal ligation) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, deployment was attempted using the speedband device (mr # 3005099803-2012-05632), but the first band was not able to be released. A second speedband device (mr # 3005099803-2012-05631) was then used, but the same issue occurred; the first band failed to release. At this time, the procedure was continued and completed using a non-bsc device. Prior to use, no damage was visible to either of the speedband devices or their respective packaging. Additionally, the sterile barrier of the packaging had not been compromised. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05631 and 3005099803-2012-05632 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an evl (endoscopic variceal ligation) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, deployment was attempted using the speedband device (mr # 3005099803-2012-05632), but the first band was not able to be released. A second speedband device (mr # 3005099803-2012-05631) was then used, but the same issue occurred; the first band failed to release. At this time, the procedure was continued and completed using a non-bsc device. Prior to use, no damage was visible to either of the speedband devices or their respective packaging. Additionally, the sterile barrier of the packaging had not been compromised. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.